Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on february 10, 2003. A subsequent revision was performed (B)(6) 2009 due to aseptic loosening and dislocation. Surgeon removed and replaced the cup, head and taper adapter. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.